Event description:
It was reported that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for a non-ventricular rhythm. Technical services (ts) reviewed data and indicated that therapy was delivered as the rhythm was rapid, regular and difficult to distinguish, and in this case, the device could not exclude a ventricular arrhythmia. Additionally, ts found that this ICD system has exhibited atrial and ventricular high out of range pacing impedance measurements, but sensing has remained stable. Lead integrity evaluation was recommended. No additional adverse patient effects were reported. The lead remains in service. Additional information was received indicating that sensing has remained stable, and reprogramming was performed to adjust the therapy zones. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for a non-ventricular rhythm. Technical services (ts) reviewed data and indicated that therapy was delivered as the rhythm was rapid, regular and difficult to distinguish, and in this case, the device could not exclude a ventricular arrhythmia. Additionally, ts found that this ICD system has exhibited atrial and ventricular high out of range pacing impedance measurements, but sensing has remained stable. Lead integrity evaluation was recommended. No additional adverse patient effects were reported. The lead remains in service.